Event description:
The surgeon had performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2011. About two weeks post-operation, the pt came in for a follow-up with a swollen knee; the surgeon evaluated the knee, observed it was full of blood, and drained the knee. About two months later, the pt began to experience pain and decreased range of motion. The surgeon scheduled a diagnostic scope procedure.

Manufacturer narrative:
No add'l eval was completed by mako in this case. The surgeon concluded that the event was due to the pt's non-complaint activity levels. There is no evidence that the rio or implant system contributed to the event.